Event description:
Related manufacturing reference number: 2017865-2023-20566. It was also noted that the lead and pacemaker exhibited extracardiac stimulation. The pacemaker was also explanted and replaced.

Manufacturer narrative:
Correction - b5 - should have included pacemaker information and MFR number.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.

Event description:
New information received indicates that the noise was oversensed. It was also noted that the lead exhibited extracardiac stimulation.